Event description:
It was reported that the patient underwent a tes procedure at t4-t10 to treat "meta". A corpectomy was performed at t6, 7 and 8 with competitor's spinal cages. It was confirmed 3 years post-op that the rods were broken cranially at the t9 screws. Kyphosis was reported and the patient complained that something was grinding in the patient's back. It was reported that the patient underwent a revision surgery in which the rods were replaced. Off-set crosslinks were added to the construct to make it dual rod fixation, and the procedure was completed.

Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however, a like device catalog # 869-021, 510k # k040962 was cleared in the united states. The device was not returned for evaluation however films were supplied for review which found: ap and lateral x-rays of anterior corpectomy t7, t8 with cage t6-9 and posterior screws at t5, t6, t9, t10. Crosslink at t5/6 and t8/9. Cage is seen to have subsided into t9 allowing kyphosis through construct and cantilever loading with fracture of rods below lower crosslink. Screws appear well maintained.